Event description:
In 2007, patient was implanted with the gore propaten vascular graft in the left arm for a-v access, from radial artery to cephalic vein. The following month, an intervention was done for a thrombosis. Three days later, the graft failed and was abandoned.